Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, for the first firing for construction of gastric tube, they connected the load unit to the instrument. The surgeon clamped the tissue of stomach and tried to push the firing knob, however it was locked and could not push it. The procedure was completed with another device.